Event description:
It was reported that one of the tips was broken in the interpulse handpiece set. This was an out of box failure. There was no patient involvement, and no user injuries or adverse consequences were alleged.

Event description:
It was reported that one of the tips was broken in the interpulse handpiece set. This was an out of box failure. There was no patient involvement, and no user injuries or adverse consequences were alleged.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported condition was confirmed upon visual inspection of the returned unit. The unit¿s blister was found broken on one of the corners, possibly caused by a forceful impact due to improper handling during shipping/transit or storage at the customer site.